Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber stopper at the y-site (clearlink) of a clearlink system continu-flo solution set came out resulting in a leak. This was observed during disconnection from a secondary tubing after a heparin drip. The event was further described as"blood dripping/running from IV tubing and backing up into IV". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.